Event description:
Small occlusion in the right lower lip area [vascular occlusion]. Rha2 on lower lip and upper lip [off label use]. Case narrative: united states report received from physician via company representative on 15-may-2023, 16-may-2023, and 26-may-2023 and refers to a 21 or over female patient who received rha2 on (B)(6) 2023, for injection into her lips. A volume of 1 milliliter (ml) of rha2 was applied to the upper and lower lips using an unknown injection technique. The needle was used from the box and cannula was not used during the administration of rha2. On an unknown date in 2022 (reported as six to nine months prior to (B)(6) 2023), the patient received unspecified filler. Concomitant medications and food supplements were not provided. On (B)(6) 2023, the patient complained of bruising, irritation, and discoloration of the bottom lip. The physician had determined that the patient suffered from a small occlusion in the right lower lip area. As a treatment, the patient received hylenex, unspecified antibiotics, and was started on aspirin. The patient was happy with the results of the treatment to the upper lip where most of the rha2 product was applied. At the time of this report, the outcome of the event was recovering. The intensity of the event was not provided. The product was not available for return. Health effect - clinical code: e2328, obstruction/occlusion. Health effect ¿ device code: a2304 off-label use. No additional information was available at the time of this report.